Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. The event has been reported under the correct MFR number (reference 9613350-2017-00287).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient was revised due to pain, inflammation and elevated ion metals nine years post implantation.